Event description:
It was reported that the lag screw driver bent inside of the shaft. Further information is unknown.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the lag screw driver bent inside of the shaft. Further information is unknown.